Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump wake button was difficult to press. After the button is pressed with more force, the pump screen can be turned on. Blood glucose was 81 mg/dl.